Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid was taken at the time of the call. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.